Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f218 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f218 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, alarm #17: return pressure, alarm #16: collect pressure, and clot observed. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted.

Event description:
The customer called to report recurrent alarm #17: return pressure alarms after 1449ml of whole blood processed (wbp). The customer stated that the whole blood processed target was 1500ml. The customer reported that the return pressure was high, around 320 mmhg. The customer stated that the patient's access, a peripheral cannula, had been flushed and was working fine. The customer reported that they tried to swap the collect and return lines, but this caused an alarm #16: collect pressure alarm. The customer stated that they disconnected the patient's line and performed a saline bolus in order to flush the line. The customer reported that as they flushed the line, a clot was discarded into the waste container. The customer also stated that there was a fatty white lump in the return bag. The customer reported that the actual tubing from the return bag looked clear. The customer stated that the treatment was aborted with no return of blood/products to the patient. The customer reported that at this stage there was 163ml left in the return bag. The customer stated that the patient's platelet count was 188*10^9/l, and 15000 units of heparin was used in a 500ml nacl bag for an anticoagulant ratio of 10:1 during the treatment. The customer reported that this was the first time that clots were observed with this patient. The customer stated that a full blood count had been performed and based on the results no medical intervention was required. The customer reported that both the patient's blood counts and blood pressure were "good", and that the patient was in stable condition. The customer stated that the patient will be treated again the following day. The kit was not returned for investigation.